Event description:
In the pediatric ICU we often have 16 pump channels or so running on one patient. These are our most critical cases. When the carefusion pump channel goes into alarm is has an intermittent red light. Its very difficult to care for the patient and not be able to see at a glance which medication has potentially stopped. Sometimes it takes 3 people staring at the assembly of pumps to pick out which one is in alarm. This is a safety issue when staff cannot act quickly under these conditions. The red alarm indicator needs to stay on steady. All pumps at this facility are affected (approximately 1,000+). This facility has been working with the manufacturer on this and many other issues associated with this device. The large volume infusion pumps have been in place for one year and partial implementation of smaller pumps (eg: syringe pumps) began mid-year this year. However, the remaining phases for implementation have been halted due to the number of concerns and the potential for patient harm that they present. Accurate and dependable IV infusion in the pediatric population is critically important. Due to the nature of the critically ill pediatric patient and the volumes of medication that they receive (relatively small doses), small delays and interruptions such as these problems cause can create critical situations for the patient which require additional monitoring and/or medical intervention. The manufacturer has been notified of these problems but has not provided an adequate solution to the problems.